Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please explain more event details? How was the device removed? Did the jaws eventually open? Was the knife reverse switch attempted? If yes, did the knife reverse switch function at all? Was the manual override attempted? If yes, did the manual override lever function properly and open the jaws of the device? The surgeon did not specifically address in his procedural note. Here is the procedural note and all the information available. Procedural note: a #15 blade was used to make a 1 cm vertical midline incision through the epidermis. The dissection was next taken down to the fascia using a pair of s retractors. The fascia was next grasped between 2 tonsil clamps and incised using the #15 blade. This provided us with access to the peritoneum which was also grasped between 2 tonsils and incised with a #15 blade. Access into the abdomen was next confirmed. A balloon tipped hassan trocar was next placed into the abdomen under direct vision. The abdomen was next insufflated with carbon dioxide to a pressure 15 mmhg. The patient tolerated insufflation well. A 10 mm 30° laparoscope was advanced through the hassan trocar. No evidence of abdominal injury was noted from trocar entry. A systematic evaluation of all 4 quadrants revealed a fibrotic lesion along the capsule of segment vi. A wedges resection of this lesion was carried out with cautery and sent for frozen section. No evidence of malignancy was appreciated. With no sign of metastatic disease, the decision was made to proceed with a definitive resection of the pancreas-head. A vertical midline incision was extended up to the xiphoid approximately and just distal to the umbilicus distally. This was deepened through the subcutaneous tissues and hemostasis was achieved with electrocautery. The linea alba was identified and incised. The round ligament was mobilized off the anterior abdominal wall and placed on top of the liver while still attached for future use later in the case. A cattell-braasch maneuver was required to mobilize the hepatic flexure and transverse colon in order to adequately access the full extent of the duodenum. We then proceeded directly to a wide kocher maneuver with the aim of both mobilizing the duodenum and pancreatic head off of both the inferior vena cava and the aorta. The extent of the tumor could be clearly palpated along the posterior aspect of the uncinate process. Once this was completed, we advanced cranially and proceeded to perform a cholecystectomy. Traction was placed on the fundus of the gallbladder. The peritoneum overlying the gallbladder was next incised circumferentially from cephalad to caudad, and the gallbladder was shelled out of its bed from the top down until the structures of calot's triangle could be delineated with certainty. The cystic artery was isolated and ligated with 3-0 silk and divided. The cystic duct was isolated but left in place. It was used to identify its junction with the common hepatic duct. The latter was fully mobilized proximal to this junction and a vessel-loop placed around it. Hemostasis was checked and we next proceeded to dissect through the hepatoduodenal ligament and isolating its contents. The ligament and its contents were covered with tan soft tissue with similar appearance to the pancreas. We identified the most superior extent of the portal vein and bluntly dissected through the potential space between it and the pancreas. We proceeded along the inferior margin of the pancreas and identified a potential candidate for the smv. We eventually established communication between both openings under the neck and body of the pancreas. We passed a penrose through and placed two clamps at each end. We next proceeded to identify the common hepatic artery and the gastroduodenal artery. With the assistance of a doppler, we identified the common hepatic artery. We separated the overlying layer of tan-like tissue that was coating it. This easily separated out. We proceeded medially and isolated the gastroduodenal artery (gda), the left hepatic artery and the right hepatic artery. This patient had arterial variation that affected how we approached each dissection. His common hepatic artery was complimented by an accessory left hepatic artery arising from the left gastric artery. The gda traversed across the portal vein in the usual fashion. This vessel was isolated ligated and divided using an echelon 35 mm stapler with a vascular load. This allowed us to fully identify the portal vein and follow its course to the superior border of the pancreas. An enlarged common hepatic artery node was carefully dissected free. All surrounding venules and lymphatics were controlled with either clips or 3-0 silk ties. We next identified the right gastric artery and ligated it with 3-0 silk sutures. Ultimately, the pancreas parenchyma alone was isolated, freeing up the other vital structures with the hepatoduodenal ligament. Once it was divided, we proceeded through the gastrocolic ligament and into the lesser sac. The greater curve of the stomach was fully mobilized with the assistance of a ligasure. This dissection was taken laterally and halted just prior to the short gastric vessels. With the stomach fully mobilized, we identified the proximal antrum and divided the stomach at this level using a 60 mm echelon stapler with a gold load and a blue load. The proximal stomach was then protected, tucked away with a moist lap pad in the left upper quadrant of the abdomen. This maneuver gave us adequate exposure to the anterior portion of the pancreatic head in anticipation of the pancreatic neck division to be completed next. Both the superior and inferior borders of the pancreas were now fully expose at the level of the smv and the portal vein. The pancreas-body appeared atrophied. We placed 2 stay sutures of 2-0 silk along both the superior and inferior borders of the pancreas to prevent significant bleeding during resection of the parenchyma. We then proceeded to transect the pancreas at the level of the previously placed penrose drain using a #15 blade. Minimal parenchymal bleeding was encountered. We found ourselves distal to the portal/smv confluence. This allowed us the ability to carefully dissect the involved pancreas neck off the vessel in a safe and controlled fashion. The pancreatic head and neck were next dissected off the portal vein and smv branches. The parenchyma was hardened throughout. The underlying lymphatic tissue and venous branches were ligated and divided using 3-0 silk ties beginning with the gastro-colic branch and proceeding distal. The first jejunal branch located along the smv was ligated and then divided using 2-0 silk suture. The tumor could be easily palpated along the pancreas-head and uncinate process. It abutted the portal vein. The vessel however was never compromised or invaded. We were able to tease it off without a problem. We next proceeded to mobilize the ligament of treitz. This was done with the assistance of both ligasure and cautery. We identified a segment of proximal jejunum approximately 10 cm from the ligament of treitz. We transected it at this level with a linear gia stapler, blue load. We then confirmed that the distal small bowel could easily stretch past the mesocolon to perform the necessary anastomosis. Mesenteric branches of the proximal jejunum were then carefully transected right at the mesenteric junction with the small bowel. This was done using a ligasure. This ligation was next taken all the way to the fourth portion of the duodenum. It was delivered under the root of the mesentery and the sma. Once hemostasis was confirmed, we examined carefully the distal pancreas margin. The pancreatic duct was identified and noted to be 8 mm in size located along the posterior aspect of the pancreas. A 2 cm segment of distal pancreas was next mobilized off the retroperitoneum. Retroperitoneal tissue was next carefully dissected off the superior mesenteric artery. This was completed serially from caudad to cephalad using a ligasure. We next proceeded onward to the segment of the specimen at the level of the vein of belcher. This was also ligated and then divided in a similar fashion. Once we were at the level of the common hepatic duct, we sharply transected it with a fresh #15 blade to completely free the specimen. The common hepatic duct was noted to be 15 mm in diameter. Once hemostasis was confirmed, the entire specimen was now free and passed off the table for frozen section. The pancreatic margin, the retroperitoneal margin and the common bile duct margins were all marked. A single silk stitch, a safety pin and a double silk stitch were used respectively. All margins were negative for tumor on frozen section with the retroperitoneal margin close. We proceeded on with the reconstructive phase of the operation. We next brought the proximal segment of jejunum through a defect within the transverse mesocolon to the right of the middle colic vessels. We made sure it laid comfortably along the distal pancreas and the proximal common bile duct transection sites. We started with the pancreaticojejunostomy anastomosis. We proceeded with a 2 layered duct-to-mucosa reconstruction. First the tongue of adipose tissue along the round ligament was placed under the pancreas and segment of jejunum. A running layer of double-armed 4-0 pds was used to seal the posterior outer layer. A hole was made through the jejunum at the level of the pancreas duct. Interrupted 4-0 pds was placed along the posterior superior medial and lateral aspects of the duct. They were then sewn to the adjacent jejunal mucosa and tied. An internal 5-fr soft stent was placed into the duct as a stent. The outer running layer of 4-0 pds was then used to complete the reconstruction. The rest of the round ligament was used to wrap the medial and lateral aspects of the anastomosis. Once hemostasis was confirmed, the hepaticojejunostomy was next constructed at least 10 cm proximal to the pancreas anastomosis. This anastomosis was completed in an end-to-side fashion. It was constructed in a single layer using 4-0 pds sutures. The jejunal limb was next affixed at its entrance through the mesocolon. This was done with two 3-0 vicryl sutures. The ligament of treitz defect was primarily closed to avoid any future herniations throughout its potential space. A loop gastrojejunostomy was next constructed. This was done in an antecolic fashion. An echelon 60 mm blue load was used, resulting in a 6 cm anastomosis along the posterior edge of the stomach. The resulting enterotomy was next closed using interrupted 3-0 vicryl sutures. A 19 french round blake drain was next placed within morison's pouch. A second drain was placed just anterior to the hepaticojejunostomy and pancreaticojejunostomy anastomoses. Both tubes were secured with 3-0 nylon sutures. The abdomen was next closed with two #1 looped pds sutures. Staples were used to close the skin. Discharge note: discharge notes: he tolerated procedure without issue. He had no postoperative issues and advanced as expected during the postoperative course. [(B)(4)].

Event description:
See user facility medwatch form, # (B)(4).